Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via an in-office visit. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, he mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During the visual inspection, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc returned device. Leak testing was performed, according to the mentor procedure, and it identified a tear on the anterior view, measuring approximately 0.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (5626267). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).